Manufacturer narrative:
The complaint investigation is still in progress. The reported patient effect of total occlusion/abrupt occlusion and stent system events including stent strut fracture(s) are listed in the biomimics 3d instructions for use. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
On the (B)(6) 2022 a (B)(4) sales representative became aware that a biomimics 3d stent that was implanted in (B)(6) 2021, had become occluded and a stent fracture was identifed at the proximal end of the implanted stent. The patient was treated with a competitor stent and is reported as doing well. The investigation is in progress and any additional information will be provided in a supplemental/follow-up report.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. The investigation included communication/interviews and review of smartphone images provided as well as additional information from the reporting physician. The images were not the original angiographic images. The originals were requested but the clinical site clarified that the original images would not be made available. Based on a review of the images that were available, it was possible to detect a distorted stent pattern in the biomimics 3d stent and that the stent had been placed in the mid sfa region. Determination of a stent fracture and the extent of stent pattern distortion was not possible from the images provided. The complaint was categorised as a distorted stent pattern and a root cause could not be determined. Any additional information provided will be provided in a follow-up report. Section h.6. Adverse event coding has been updated to reflect the findings and conclusion of the investigation.